Event description:
Per the clinic, the patient experienced a decrease in performance. The results of an integrity test (B) (6) 2010 indicated normal receiver stimulator function with multiple electrode anomalies. Explant and reimplantation is planned but had not taken place at the time of this report (B) (6) 2010.

Manufacturer narrative:
(B) (4).

Event description:
It was reported that, "reamer driver would not fit into reamer shaft assembly. The hospital had a second set which the reamer shaft assembly was used from to complete the surgery."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B) (6) 2010. During the same surgery, the patient was re-implanted.

Event description:
Possible false negative. Abnormal cells found outside 22 fields of view. No trigger cells present to prompt a full scan of the slide. No delay in pt diagnosis as the abnormal cells were found during routine qc.